Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer switched to manual daily injections as backup therapy.